Event description:
The rptr indicated that the device was checked in dec. Today the device showed eri (early replacement indicator) behavior (magnet rate = 80ppm). The ifi (intensified follow-up indicator) was never seen and the unit went to eri in 4 years. Programmed to 4v, 0.5msec, z = 519 ohms, lr = 60 ppm. No emi was reported.